Manufacturer narrative:
(B)(4). Concomitant medical products: psn fem cr por ccr nrw sz 9 r catalog#: 42502206602, lot#: 62650365, psn tib por 2 peg sz d r catalog#: 42530006702, lot#: 64561907 and all poly pat ve 29 mm dia catalog#: 42540200029, lot#: 64765398. Arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known postoperative procedure related complication that can occur from surgical implantation of new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response; however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function.

Event description:
It was reported patient underwent a manipulation under anesthesia post implantation due to increased pain with intolerance to exercises and arthrofibrosis. Attempts to obtain additional information have been made; however, no more is available.